Event description:
During a replacement procedure, it was not possible to connect the new lead to the header of the device because the set screw was stripped. A new device was used to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of stripped setscrew was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the ventricular set screw contained septum material inside its hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.